Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Investigation of the device was unable to duplicate the customer report. The device successfully passed functional testing, including charge and shock verification, and the returned battery passed testing. Review of the device logs identified multiple charge attempts during analysis that were unsuccessful; however, no low battery warnings or battery related error messages were recorded in the log. Physical internal inspection identified loose battery lug nuts which may have been a contributing factor. The lug nuts were re-torqued as a precaution. The battery was also replaced as a precaution being 5 years of age. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.